Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal / distal right coronary artery that was 80% stenosed. After stenting proximal segment with a 2.5 x 16 mm stent and a 3.5 x 16 mm stent, when removing the high torque balance middleweight universal 190cm guide wire from the anatomy, it got stuck under the distal end of the proximal stent. A balloon was used over the wire to straighten the tip of the wire but it became stuck even more. After multiple attempts with a snare, the guide wire fractured with the tip remaining under the deployed stent. The shaft came out with long coil in the aorta that was snared successfully. The vessel was rewired again and ballooned the deformed proximal stent with no further complication. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.event occurred at:dubai hospitaldubai - uae

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer confirmed the detached guide wire tip remains in the rca. It should be noted the hi torque guide wire instructions for use states: do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined the reported difficulties to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.